Event description:
It was reported that the insulin pump alarmed no delivery. The customer's blood glucose was 428 mg/dl. Troubleshooting was performed and everything tested within specification. The infusion set and the reservoir were changed. The site of the infusion set insertion was changed from lower back to abdomen. During the phone call the customer's blood glucose decreased from 428 mg/dl to 406 mg/dl. Previously, the customer stated that the insulin pump had alarmed no delivery and while performing troubleshooting it was discovered that the cannula of the infusion set was bent. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.